Manufacturer narrative:
A replacement glidescope titanium lopro t3 reusable laryngoscope was provided to the customer and the reported glidescope titanium lopro t3 reusable laryngoscope used during the procedure was returned to verathon for evaluation. A verathon technical service reprentative evaluated the returned device and was able to confirm the reported failure. When connected to verathon's known, good, test equipment, the laryngoscope's led did not illuminate. Upon visual inspection, signs of fluid ingress were identified. The customer's glidescope titanium lopro t3 reusable laryngoscope failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the laryngoscope was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable laryngoscope, the image went dark and the doctor was unable to visualize an image on the screen. The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.